Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c1613793 involved in this complaint was returned for evaluation, without its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the (B)(6) 2019. Flexor (clear section) was found to be broken. Documents review including IFU review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. An nc code (evo-015 flexor bunching/broken) was noted on the work order, however this was subsequently scrapped and would not have attributed to this complaint issue. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1613793 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1613793; upon review of complaints this failure mode has not occurred previously with this lot #c1613793. The instructions for use ifu0062-5 which informs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The instructions for use accompanies delivery system description and instructs the user to "the stent is mounted on an inner catheter, which accepts a .035 inch wire guide, and is constrained by an outer catheter." There is evidence to suggest that the customer did not follow the instructions for use and as per additional information received the 0.025 inch wire guide was used. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to user error as a 0.025 inch wireguide was used rather than the recommended 0.035inch, this may have been a possible contributing factor to the flexor damage as it may not have provided sufficient support and testing has not been carried out with this size wireguide to understand the interaction with it. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends

Event description:
Customer opened the sealed package, all seemed ok they checked if red button was pushed for a good deployment. They inserted guide wire on the stent without pb and inserted the stent into the scope operating channel.scope was in front of the papilla not so much bending. Doctor inserted the stent into the biliary duct throw the stenosis, it was not really easy but not too much jhard. When they were in good position the nurse pressed the handdle for deploying the stent and after one or time stent was blocked.impossible to deployed it anymore. Hopefully they could pree the red button and press it for recapture the stent. They removed all the system from the scope and they saw that cathter was broken at the liaison junction between stent and flexor. ***FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor kinked/stretched/broken/compressed¿. No adverse effects to the patient have been reported as occurring.***

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Customer opened the sealed package, all seemed ok they checked if red button was pushed for a good deployment. They inserted guide wire on the stent without pb and inserted the stent into the scope operating channel. Scope was in front of the papilla not so much bending. Doctor inserted the stent into the biliary duct throw the stenosis, it was not really easy but not too much jhard. When they were in good position the nurse pressed the handle for deploying the stent and after one or time stent was blocked. Impossible to deployed it anymore. Hopefully they could free the red button and press it for recapture the stent. They removed all the system from the scope and they saw that catheter was broken at the liaison junction between stent and flexor.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Customer opened the sealed package, all seemed ok they checked if red button was pushed for a good deployment. They inserted guide wire on the stent without pb and inserted the stent into the scope operating channel. Scope was in front of the papilla not so much bending. Doctor inserted the stent into the biliary duct throw the stenosis, it was not really easy but not too much j hard. When they were in good position the nurse pressed the handle for deploying the stent and after one or time stent was blocked. Impossible to deployed it anymore. Hopefully they could free the red button and press it for recapture the stent. They removed all the system from the scope and they saw that catheter was broken at the liaison junction between stent and flexor.